Event description:
It was reported that prior to surgery on (B)(6) 2014 that the cover of the mesh was torn out. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The foil pouch had been partially opened from the chevron side. Examination of chevron and side sealed areas showed acceptable seal transfer. The tyvek folder and mesh were examined and found to be intack without any signs of damage.